Event description:
Customer reported receiving erratics readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 35 mg/dl, 58 mg/dl & 110 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Only one reading reported (110 mg/dl) was found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.